Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a spontaneous vaginal delivery on (B)(6) 2015. The patient experienced second degree perineal laceration. The patient underwent antibiotic therapy from (B)(6) 2015 the patient underwent culture of vulva and staph aureus was found. On (B)(6) 2015 the patient experienced abscess, cellulitis and fever.